Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of a common femoral artery was completed using a proglide device after an interventional procedure. There was no proglide device issue during the procedure. Some hours after the closing, the patient presented with a hematoma at the puncture site. The method of treatment was not specified. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The patient effect of hematoma is listed in the perclose proglide instructions for use as a potential adverse event of use of the device. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined; however, the treatment appears to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report filed, additional information was received: common femoral arteriotomy closure was completed using a proglide device with a 6f sheath after a percutaneous transluminal angioplasty procedure. Unspecified medication was given. There was no other treatment for the hematoma. No additional information was provided.